Event description:
During the inspire implant procedure, while tunneling with a medtronic catheter passer, a vessel was inadvertently nicked, causing the patient to experience bleeding. The surgeon identified the source and achieved hemostasis using cautery and dissolvable packing. Bleeding was controlled without further complications. This resolved the issue.